Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-04222. Reference MFR report: 1627487-2013-04223. Reference MFR report: 1627487-2013-04235. It was reported the pt was experiencing stimulation at the ipg pocket, as well as heating at the ipg site while charging. Follow up identified the physician had taken an x-ray and it was suspected one lead was positioned near the ipg pocket (off-label use). The physician undertook surgical intervention and it was reported both leads were repositioned on (B)(6) 2013. A replacement charging system was sent to the pt. It was reported the heating at the ipg site while charging was resolved with the replacement charging system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.